Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) and ketones. The cause of elevated bg was not provided. Subsequently, customer was hospitalized. Although requested by tandem technical support, customer declined troubleshooting or to provide any additional information regarding the issue.